Event description:
The report received from the study indicated that a review of a diagnostic ultrasound (dus) one year after the index procedure by the core lab indicated restenosis was observed in stent number one, proximal to the lesion site. A smart 7 x 100 mm stent was implanted in the left superficial femoral artery (sfa) during the index procedure. The relationship of the adverse event to the study device/procedure was not available. No additional info was available.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.